Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information.

Event description:
Patient reported allegations of pain, elevated metal ion levels, metallosis and pseudotumor post-implantation. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-00808 / 00809).

Event description:
Patient reported that patient underwent a hip revision procedure due to a fractured stem. During the procedure, the femoral stem was removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported a patient underwent a hip revision approximately six years post-implantation due to pain, elevated metal ion levels, metallosis and pseudotumor.